Event description:
It was reported that the bipolar cord burnt during a case. A hole was found on the unit. There was no injury to the patient or the operator. No additional information was provided.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported product was returned and evaluation was performed. The cable connector was found worn from heat and discolored. There was sign of wear from being used often. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).